Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® conformable aaa endoprosthesis with active control system. In the proximal side, cxt281412, cxa280005, and pla280300j were deployed. After deploying the pla280300j, a foreign object that seemed to be a detached stent wire was noted just distal the pla280300j by fluoroscopic imaging. No further treatment was given and the procedure was concluded. The patient tolerated the procedure. No injury to the patient was reported. The reporting physician commented as follows: the foreign object appeared suddenly after deploying the pla280300j. It appeared to be clearly interfering with the balloon catheter and thus, it was considered to be inside the device. On (B)(6) 2024, a follow-up CT scan showed that the distal stent wire of the cxa280005 was deformed (folded inward). Therefore, the physician concluded that some catheter caught the stent wire of cxa280005 and deformed it due to catheter handling after deployment. No treatment was planned at the time of this report.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation summary: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: two separate images were provided for evaluation. Images cannot be manipulated in anyway. Unable to confirm the presence of the reported in-folding of the graft. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.